Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the left ventricular implant procedure, the lead was placed in position. When the guide wire was attempted to pull back, the wire would not return through the lumen of the lead. Both lead and the guide wire were removed. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece without the field guidewire. The reported event was not confirmed. Visual inspection found bunched inner coil. The entire lead was examined, and no addition anomalies were noted.